Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in an undocumented location. The day of the event the patient was taken by a transportation service from her house to a dialysis center. However, upon arriving at the dialysis center, the staff immediately told the transportation service to take the patient to the emergency room because something was wrong with the patient. The patient experienced weakness, nausea, lightheadedness, vomiting, and malaise. The cgm was reading 160 mg/dl and the blood glucose reading was 380 mg/dl. The patient was hospitalized on (B)(6) 2023. There was no documentation of medical intervention for hyperglycemia. At the time of the report, the patient was fine and recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).